Event description:
During service testing, the baxter repair technician reported an infusion pump with a condition of failed accuracy test. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.